Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature depletion. It was also reported the left ventricular lead had high thresholds. The ICD was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.